Event description:
Reporter alleged obtaining a blood glucose result of 72 mg/dl on his aviva system however was not experiencing any hypoglycemic or hyperglycemic symptoms at the time. Reporter stated he treated himself with some juice and within a minute later obtained a result of 195 mg/dl on the same system. No other actions were reported taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.